Manufacturer narrative:
The lead will be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that during the implant this lead dislodged and when re-setting the lead the helix did not extend. The pace impedance measurements were also high and out of range, no pacing was seen and loss of capture. The lead was thus not used and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
The lead has not been returned. Should additional information become available this investigation will be udpated.

Event description:
It was reported that during the implant this lead dislodged and when re-setting the lead the helix did not extend. The pace impedance measurements were also high and out of range, no pacing was seen and loss of capture. The lead was thus not used. Due to the covid-19 situation the field representative was not able to provide information regarding if the device will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that during the implant this lead dislodged and when re-setting the lead the helix did not extend. The pace impedance measurements were also high and out of range, no pacing was seen and loss of capture. The lead was thus not used. The lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. In addition, testing was completed to assess lead electrical performance and inner integrity. Measurements throughout these tests were within normal limit, thus the allegation of pacing impedance high out of range, brady pacing not delivered when required and failure to capture was not confirmed. Laboratory analysis also did not confirm the allegation of a dislodgement. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.